Event description:
Customer reported that "phaco power seemed weak and was only chopping small pieces" and there was a concern about the vacuum during a cataract with intraocular lens implant procedure. The procedure was completed with the same system and handpiece with no impact to the pt.

Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The surgeon reported that their sys's phaco power seemed weak and was only chopping small pieces. The pressure vacuum manifold was replaced preventive maintenance was performed. The customer further stated that they were reusing phaco tips. The tss advised the customer that tips are single use and reuse of tips can lead to low power output. The customer stated they will monitor for the reported issue. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate one similar report for this system. The root cause cannot be determined conclusively. (B)(4).